Manufacturer narrative:
Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. In this case, the exact cause of the clot cannot be determined. However, the small dissection in the distal portion of the common iliac artery, in addition to the procedure itself, may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Immediately post transfemoral tavr procedure, the patient was taken back to the or due to an ischemic right leg. A thrombectomy was performed on the superficial femoral artery (sfa). During transfemoral access closure of the tavr, angiography revealed a small dissection in the distal portion of the common iliac artery. The artery appeared stable, a good pulse was palpated and full closure was performed at that time. Postoperatively, a lack of distal pressure and pulse in the operative leg resulted in surgical exploration. At that time, a small transverse arteriotomy at the old incision was made and what appeared to be thrombus and intima was then squeezed. A catheter was run distally in the sfa and profunda and a slight amount of clot was removed. The artery was closed having excellent doppler flow and pulses in the feet.